Event description:
The customer reported that paramedics assisted and treated her low blood glucose. Customer's blood glucose reading was 26mg/dl. Troubleshooting was performed. The device passed the prime, self test, and high pressure test. Currently, customer is working with her doctor regarding the low blood glucose level. Advised customer of other possible causes for low blood glucose and to monitor pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.